Event description:
It was reported that the customer was experiencing high blood glucose, nausea, and vomiting. The blood glucose reading was 20mmol/l. It was stated that the customer treated the glucose level with manual injections, but the high blood glucose persisted. Troubleshooting was performed. The programming, time, and date were correct, and the daily bolus matched to the bolus and basal. Programmed a bolus and the insulin exited. Performed a high pressure test twice and the insulin pump failed the test. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.